Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime or compromised forced sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify no delivery or occlusion alarm during therapy due to motor error alarm noted.

Event description:
Customer reported via phone call that the insulin pump had motor error and insulin flow blocked alarm. Customer's blood glucose level was unknown. Customer was able to complete insulin pump rewind. Customer reports alarm did not occur during manual prime. Drive support cap was normal. The device will be returned for analysis.